Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 11/14/2015, to report that on (B)(6) 2015, the receiver rebooted under normal conditions. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be completed because the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the customer complaint. The root cause was determined to be a defective battery.